Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead experienced infection following the implant procedure. No further information was provided. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This product remains implanted and in-service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.